Manufacturer narrative:
Without receiving the actual device for examination under magnification, receiving magnified photos of the actual device for review or receiving detailed information regarding the preoperative preparation of the device, tools utilized to grasp the device, type/size trocar used with this size needle, procedure performed or the surgeon's technique, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
A review of the device history records for the reported finished good lot and raw material components identified no quality issues during the incoming, manufacturing, in-process or final inspection processes. No sterile samples were available for testing/review. No retained samples were available for testing/review. The actual needle was not located and the suture was discarded. If samples become available at a later date, they will be tested/reviewed and the results will be included in the file. A follow-up report will be submitted at that time. The needle detaching during use or when removing through the trocar could be due to the suture material was not placed deep enough within the needle hole during the manufacturing process. It¿s also possible the devices are being grasped on or near the swaged end of the needle, damaging the suture material allowing the suture to break free from the needle or excessive force is utilized, exceeding the strength of the attachment/suture strength, allowing the needle to pull free from the suture. The ¿precautions¿ section in the IFU for the device states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. The surgeon should avoid unnecessary tension to reduce the occurrence of surface fraying and weakening of the strand. To avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿.

Event description:
A quill needle became loose during the procedure (radical prostatectomy). The needle device is still missing. Not found in the patient. It is not known if the device loosened while removing through the trocar. No injury reported.